Manufacturer narrative:
As reported, per anvisa notification (B)(4) a 6f 100 cm vista brite tip amplatz left 1 (al1) guiding catheter, new material was found cracked inside the packaging. There was no reported patient injury. The device was not returned for analysis. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-cracked¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, per anvisa notification (B)(4) a 6f 100 cm vista brite tip amplatz left 1 (al1) guiding catheter, new material was found cracked inside the packaging. There was no reported patient injury. Additional information was requested; however, could not be obtained. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.